Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was reported as high and presence of trace ketones. Ketone level was not identified as dangerous or life threatening. Customer administered a correction bolus via the pump to address high blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.